Event description:
During review of the pt's returned generator for analysis, it was observed that the generator was not at intended settings. The settings were 1ma, 20hz, 500 usec, 30 sec on and 60 min off. These settings are those of a faulted system test. It is likely that the physician had a faulted system test and did not perform a final interrogation due to which the change in settings was not observed. This is known event and cyberonics labeling addresses this event and requires the physician to perform a final interrogation after every system test to confirm pt's settings are as intended. Good faith attempts to obtain additional information has been unsuccessful till date.